Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering confirmed the customer's experience of clip misfiring. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels.

Manufacturer narrative:
This device has two procodes. The instrument has procode: mdm and the clips have procode: fzp. The instrument is 510(k) exempt and the clips 510(k) number: k011236. The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown: "clip came off jaw and miss fired." Type of intervention: "unknown". Patient status: "good".